Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable, clamp tubing" alarm. Per reporter, patient "silenced it but it continues to alarm. It was reported that it was unknown if there were bubbles in the line as the patient did not want to remove the cassette. Per reporter "rate 2.2, resvol 10.5ml, given 89.55." Reporter indicated no further information was available. No adverse patient effects were reported.